Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to clear the threshold suspend alarm on the insulin pump's screen. The customer stated the insulin pump would freeze and the act and escape button was unresponsive to clear the alarm. Customer's blood glucose was 45 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to keypad connector the on lcd board unlocked. The insulin pump communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected low suspend alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has cracked reservoir tube lip.